Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: it was indicated that the customer used an adc device with the medtronic 780g insulin pump system. A high reading issue was reported with the adc device. A customer reported receiving unspecified high glucose sensor scan readings and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to the "highly inaccurate glucose readings" it created a significant risk of inappropriate insulin delivery and hypoglycemia. A low reading issue was also reported with the adc device. A customer received a low sensor scan reading of 56 mg/dl compared to 100 mg/l obtained on a fingerstick. A sensor scan reading of approximately 301 mg/dl was obtained, however, a fingerstick result showed that the customer's glucose level was approximately 237 mg/dl. There was no report of adverse heath impact and any self or third-party medical treatment. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: it was indicated that the customer used an adc device with the medtronic 780g insulin pump system. A high reading issue was reported with the adc device. A customer reported receiving unspecified high glucose sensor scan readings and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to the "highly inaccurate glucose readings" it created a significant risk of inappropriate insulin delivery and hypoglycemia. A low reading issue was also reported with the adc device. A customer received a low sensor scan reading of 56 mg/dl compared to 100 mg/l obtained on a fingerstick. A sensor scan reading of approximately 301 mg/dl was obtained, however, a fingerstick result showed that the customer's glucose level was approximately 237 mg/dl. There was no report of adverse heath impact and any self or third-party medical treatment. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.